Event description:
It was reported that the valve leaked during implantation.

Manufacturer narrative:
The valve had no noticeable damage, and did not leak. The valve was patent and passed siphon, reflux and preimplantation testing. The valve met specifications for pressure/flow and preimplantation testing. The conditions of the complaint were not observed in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.